Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual evaluation found that the ipg antenna silicone was cut/punctured in two places and has instrument marks. Ipg passes all functional testing but fails the saline test, which indicates overstimulation is possible. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with his scs system consisting of an ipg and two percutaneous leads on (B) (6) 2006. It was reported that about two years later the patient started experiencing overstimulation particularly during programming. The physician explanted and replaced the ipg. The explanted ipg was returned to ans for evaluation on (B) (6) 2009. Follow up on the patient found no further issues reported.